Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, prior to the procedure, the device was inspected and no visible issues were noted. However, during the procedure, the sphincterotome ¿was not cutting properly¿. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, prior to the procedure, the device was inspected and no visible issues were noted. However, during the procedure, the sphincterotome ¿was not cutting properly¿. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
Visual evaluation of the returned device found that the distal tip was damaged. A functional evaluation was performed that tested the electrical resistivity, the resistance is 15.50 ohms, the device is within specifications. The device functioned as intended with respect to electrical functionality. Although the investigation was unable to confirm the reported complaint that the device failed to deliver current, and according to the analysis of the unit returned which additionally presented the distal tip damaged, it is possible that anatomical/procedural factors may have contributed to the event. Therefore, the most probable root cause classification is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.